Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set customer experienced 6 needle sticks. Customer update: rcvd a call from bd rbm stating that the nsi should have not been reported as these injuries were accidental and there was no reports of product malfunction. He also stated that there is no information on the dates of event or product information indicating that a bd product was used when the nsi occurred. No additional information will be provided.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set customer experienced 6 needle sticks. Customer update: rcvd a call from bd rbm stating that the nsi should have not been reported as these injuries were accidental and there was no reports of product malfunction. He also stated that there is no information on the dates of event or product information indicating that a bd product was used when the nsi occurred. No additional information will be provided.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.